Event description:
After the patient was taken to the pacu, the nurse noted three marks on the patient's upper legs, above the knees. These marks matched the electrode pads. The representative for the company was notified to help investigate and confer if they were aware of similar incidents. They will be reporting to the FDA. The patient had minor burns, was treated and released after her recovery from surgery.